Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump would not turn on after being exposed to moisture. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. The pump was vibrating and had water in the battery compartment and under the display. Troubleshooting was not completed the insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank white display due to corroded electronic assemblies. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly.